Event description:
It was reported that the implantable cardioverter defibrillator (ICD), which was implanted in the abdomen, had turned on its side. A procedure was performed to revise the pocket but the ICD was ultimately explanted and replaced as it was approaching the elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.